Event description:
Patients legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reported that patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the report is a duplicate of 1825034-2014-01212.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿

Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reported that patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records revealed revision procedure on (B)(6) 2014 was due to pain and acetabular loosening. The patient's operative report noted no sign of ingrowth except a patch of bone on the dome of the acetabular component. The head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is 1 of 4 mdrs filed for the same event (reference 1825034-2014-01361/01364).